Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the pump sound was set to vibrate, it did not work properly. Customer continued to use pump for insulin therapy. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
Correction: h4.